Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood was found on the exterior and interior of the device. No sheath was returned for investigation. The extender tubing and three-way stopcock were also received back. The inner lumen was found to be occluded, the occlusion was unable to be cleared. The event description mentions that the user used a 8fr size sheath with a transray plus 7.5fr which is not recommended per IFU. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed, and a leak was detected on the rear seal approximately 10in/25.4cm from the iab tip measuring 0.1in/ 0.25cm in length. An escalation to manufacturing engineering was preformed and they provided their analysis conclusion below and a report is attached to the complaint's record as well. The device returned was physically evaluated and the ¿rear seal leak¿ was confirmed. The elongated hole is visible using an eye loop and would likely not pass the current leak tests that are performed as part of the manufacturing process. The device history record (DHR) documentation was reviewed, and the piece was found to be built as acceptable as part of work order (B)(4) batch 3000425129. The part is therefore thought to have left the wayne facility as a compliant device. Information gathered from the evaluation of the returned device supports the theory that the complaint occurred after the shipment of the device and was out of getinge¿s control. The root cause of the ¿rear seal leak¿ complaint is therefore inconclusive and cannot be determined. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). Full event site address is (B)(6). Full event site telephone is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy after pumping began and the catheter was secured with a nasal catheter, blood-like material was discovered in the external catheter and external tubing. No alarm was sounded. The balloon was determined to have ruptured, so pumping was stopped and the catheter was retracted and removed from the 8fr sheath. Another trp4046 was used, and iabp treatment continued. Minor calcification in the fa. Backflow was observed approximately 3 minutes after pumping began. There was no patient harm or injury reported.